Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the minibore pressure, IV connector no clamp tubing was cracked and leaked medicine during use. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "while doing assessment I noticed some droplets on the male connector of remodulin. I looked closer thinking it was maybe small air bubbles and my glove looked wet. I evaluated closer and noticed a crack on the max zero of the male connector. I switched the connector and requested a new syringe. The max zero had cracked at the seam. Not much had been lost when I evaluated the floor, but unsure of how long it was leaking. I continuously checked the line and a few hours later noticed my glove was slightly wet when rechecking, but this time I noticed it on the regular straight line tubing. At this time this tubing had not been changed only the connector male piece had been changed. I changed the entire line at this moment and this straight tubing also noted to have a crack at the seam as well."

Event description:
It was reported that the minibore pressure, IV connector no clamp tubing was cracked and leaked medicine during use. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "while doing assessment I noticed some droplets on the male connector of remodulin. I looked closer thinking it was maybe small air bubbles and my glove looked wet. I evaluated closer and noticed a crack on the max zero of the male connector. I switched the connector and requested a new syringe. The max zero had cracked at the seam. Not much had been lost when I evaluated the floor, but unsure of how long it was leaking. I continuously checked the line and a few hours later noticed my glove was slightly wet when rechecking, but this time I noticed it on the regular straight line tubing. At this time this tubing had not been changed only the connector male piece had been changed. I changed the entire line at this moment and this straight tubing also noted to have a crack at the seam as well."

Manufacturer narrative:
H6: investigation summary: a complaint of damage to the maxzero connector and tubing was received from the customer. A sample of the maxzero connector was returned to aid in the investigation of this defect. Through visual inspection, the customer complaint was verified. A crack was seen from the tip of the connector past the threads. The customer complaint was verified. As the tubing was not returned, the tubing damage could not be confirmed. A device history record review could not be performed on model mz5306 because a lot number was not provided by the customer. The root cause for this defect is excessive force applied to the connector. Too much force during connection can cause these cracks.